Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations. The consultant recommended further system testing. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited an increase in shocking impedance measurements which are now greater than 125 ohms. Sensing and thresholds measurements are within normal limits. No adverse patient effects were reported.